Manufacturer narrative:
H3: analysis of the catheter found ¿catheter body ¿ compressed area¿ and ¿catheter body ¿ user related hole¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-28, information was received from a patient, via a manufacturer representative (rep), regarding a patient receiving morphine (40 mg/ml, 12 mg/day) and clonidine (50 mg/ml, 2.5 mg/day) via an implantable pump. It was reported that after a pump replacement on (B)(6) 2020, the patient began complaining of a loss of therapy within a day of surgery. Withdrawal was also reported. The patient was seen by their healthcare professional (hcp) and the pump was adjusted many times and even refilled with a new solution to rule out the wrong concentration being present. Nothing returned analgesia, so the pump was titrated down to minimum simple continuous dose and the patient was sent to another hcp for possible catheter and pump replacement. The second hcp replaced the catheter with a new 8780 ascenda catheter and noted that the previously implanted catheter appeared to be kinked in the pocket. The hcp removed as much of the old catheter and tied off the remaining catheter. Noting; there was no backflow. When attempting to remove the sutureless connector from the pump, the hcp could not get the catheter to release and ultimately had to use a kelley clamp to get enough grip to remove the connector. In doing that, the internal mechanism of the sutureless connector remained on the pump. The hcp was finally able to remove it, but was unsure whether he damaged the pump in the process. The hcp decided to explant the pump and use a new one with the new catheter. The old pump and proximal piece of the catheter, including the connector (in pieces) were bagged up. The incisions were closed and the therapy was re-initiated without further complications.